Event description:
"It is unknown when the break occurred, but after putting scope through the cannula and noticed the edges weren't "true". After examination it became clear that the plastic tip of the distal end of the cannula had somehow shattered, leaving plastic fragments inside the pt. The (B)(6) crisis management team is investigating and will not release the broken trocar to me until they're done. The trocars from that lot # will be returned. Case was delayed in order for the surgeons to identify and remove all fragments of the cannula inside the pt. This will be a reported incident."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a final report will be issued.